Event description:
It was reported that during the procedure, unspecified inflation issues were noted with the xience pro stent delivery system (sds) balloon. The device was removed from the anatomy and a new 3.0 x 33 mm xience pro stent was placed with success. The final outcome was good. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro ll is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation difficulties were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues from this lot. Based on the reviewed information, no product deficiency was identified.